Manufacturer narrative:
(B)(4).

Event description:
The patient reported the implantable neurostimulator (ins) was implanted high up, causing bruising. It was painful when sitting and the ins had moved above the incision line. Relevant medical history included urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Follow-up was performed to determine what actions were taken to address the event, if a cause was determined, and if it was resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a health care professional. It was reported that ¿it was not ¿high up;¿ the patient is tiny and have very little room to place the implant.¿ it was noted that the ¿patient is never satisfied and has had several leads and pocket revision¿ by multiple urologists: a lead revision on (B)(6) 2016; a pocket revision and lead check on (B)(6) 2017; and a removal and replacement on (B)(6) 2018. No further patient complications are anticipated or expected as a result of this event.

Manufacturer narrative:
Due to imdrf harmonization, some previously submitted device, method, result, and conclusion codes related to this event may have been updated. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. It was reported that they have gone through 8 modifications as the device will work its way out of the pocket. The modifications were not clarified in any way, but the patient mentioned that they had the revision in reference to the device working its way out of the pocket. No further patient complications are anticipated or expected as a result of this event.